Event description:
Consumer stated that when she used the equate brush heads the brushes come apart in her mouth. When she put on the new replacement brush head the bristles were coming out in her mouth. There were a number that she pulled out from her mouth.